Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was originally reported on (B)(6) 2012 that the patient was having recharging issues. The patient only has one of three programs active at a time and he had not been able to fully charge in the last couple of weeks prior to the report. The patient noticed the issue right around the time of the report and it had been this way since he was reprogrammed in early spring and noticed an increase in recharge frequency. The patient also found it hard to charge because he had recent back surgeries that made it uncomfortable when he ran out of stimulation. It was reported on (B)(6) 2012 that all electrode impedances were within normal limits. The patient was getting good coverage and stimulation was great. Further information reported on (B)(6) 2012 stated that the issue was "more of an education issue." The patient was taught proper recharging and told to get in a routine of recharging rather than waiting until his battery was dead. On (B)(6) 2012, it was reported that the patient saw the reposition antenna and poor communication screen on the recharger. A device overdischarge is suspected and the last time patient felt stimulation was the week prior to the report. Antenna locate was used and produced a power on reset (por) message followed by the normal recharge screen. The patient had eight full coupling bars. Additional information received on (B)(4) 2012 reported that the patient was able to use stimulation after clearing a por. The patient also stated that his battery was depleting more quickly than usual. It was reported on (B)(6) 2012, the patient was still having concerns with his device or therapy, but was working with his health care provider (hcp) or manufacturer representative. The patient had an appointment on (B)(6) 2012. The patient also marked that he had not sought further help, so it is unclear what he was doing.